Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on glucose monitor. Reportedly customer inadvertently initiated a bolus resulting in the customer's bg to decrease. Customer consumed carbohydrates to address their bg. Systems check with tandem technical support confirmed the pump is functioning as intended.